Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Missing segments or partial display not confirmed. Device test failed not confirmed. Pump error 63 confirmed in insulin pump history with variable due to broken trace at keypad assembly . Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Device and test sensor/transmitter successfully calibrated.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures during self test. The customer's blood glucose value was 124 mg/dl. Troubleshooting was done. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer reported that self test was failed. Screen was blur. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.